Event description:
User advanced the needle into endoscope working channel and installed the device onto endoscope while found out the sheath detached from handle. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Handle end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. 3. Please describe the size of the intended target site. 5 cm. 4. What is the endoscope manufacturer and model number that was used with this device? Olympus. 5. Was gaining access to the targeted site difficult? No. 6. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 7. Was needle penetration of the targeted site difficult? Yes. 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes. 9. How many biopsies were obtained with use of this needle? 0. 10. Did any section of the device detach inside the patient? No. 11. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation 1 unit of lot c1995570 of echo-hd-3-20-c was returned open in its original packaging. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2023. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined, and no issue observed. Mlla examined and no issue observed. Sheath observed to be torn/frayed approx. 4.5cm below sheath extender (ipe of ruler used ipe0402). Stylet examined and no issue observed. Needle removed from device and break observed below sheath extender. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Stylet removed from device with slight difficulty. Stylet re-inserted into device but does not pass damage below sheath extender. Clarification was requested as follows: could you please go out to the customer for clarification is the complaint issue ¿sheath detached from handle¿ as per photo attached from the lab evaluation. Yes could you also confirm if this happened prior to use ? It is stated in the description of event that user advanced the needle into endoscope. Prior to use further clarification was received as follows: it is stated that this happened prior to use but the description of event is ¿user advanced the needle into endoscope working channel and installed the device onto endoscope while found out the sheath detached from handle.¿ could you please clarify this? ¿kindly be noted customer confirmed the device was not used.¿ manufacturing records prior to distribution, all echo-hd-3-20-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c of lot number c1995570 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. The amount of damage observed here would correspond with this packaged device coming into contact with a significant external force during transport or storage that damaged the sheath just below the sheath extender. The damage to the sheath may have been exacerbated on removal of the device from the packaging and cascade the effect on needle breaking at the same point. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 30-jul-2024.